Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred and it was completed with few minutes delay. The philips remote service engineer (rse) inspected the system remotely and confirmed that the exposure was not possible temporarily. Analysis of the system log file showed that the system had software issue. Upon troubleshooting, the rse found that the system was working automatically and there were no abnormalities. The system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that x-ray was not possible for 5 minutes during a procedure. It automatically recovered thereafter. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.